Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a low tidal volume. There was no patient connected to the device at the time of the event occurred.

Manufacturer narrative:
B4: 21sep2018. G4: 15jun2018. Follow up number 1. Philips fse (field service engineer) confirmed the reported problem. Fse repaired the unit by replacing the air ¿ oxygen mixing valve and flow sensor. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. A philips fse (field service engineer) confirmed the reported problem. Fse repaired the unit by replacing the air - oxygen mixing valve and flow sensor. D4 - serial number and UDI number were added. H11. G6 - updated contact information.